Event description:
Boston scientific received information that during the routine pacemaker replacement procedure for normal battery depletion, this right ventricular (rv) lead exhibited pacing impedance measurements that were less than 200 ohms. A lead insulation issue was suspected. The lead was not replaced. The lead remains implanted and connected to the new device; however, the new device was programmed to aai pacing mode. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted but programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.